Manufacturer narrative:
Result - cracked inner siderail panel.

Event description:
It was reported through a service report that there was a cracked inner siderail panel. It is unknown if there was patient involvement or any adverse consequences.